Manufacturer narrative:
(B)(4). H6: mechanical (g04) - drill. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a glenoid post reamer tip was found damaged/fractured after a procedure during post-operative reprocessing. The damage was noticed after the instrument had undergone sterile processing department (spd) washing. The patient had no known impact or consequence. Attempts have been made and no further information has been provided.